Manufacturer narrative:
Citation: zhang s and kolominsky-rabas pl. How tavi registries report clinical outcomes-a systematic review of endpoints based on varc-2 definitions. Plos one. 2017 sep 14;12(9):e0180815. Doi: 10.1371/journal.pone.0180815. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an overview of transcatheter aortic valve implantation (tavi) registries and the reporting clinical outcomes based on the valve academic research consortium-2 (varc-2) definitions. All data were collected from a meta-analysis review of 69 studies originating from 20 tavi registries. The overall study population included 12,583 patients (demographics not provided), between 1,316 and 6,615 of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 30-day (all-cause and cardiovascular) and 1-year mortality rates were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, coronary artery obstruction requiring intervention, valve-related dysfunction requiring repeat procedure, endocarditis, myocardial infarction, stroke, thrombotic complications of the prosthetic valve, major vascular complications, and life-threatening/disabling/major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.